Manufacturer narrative:
The initial MDR 2432235-2017-00605 was filed on 14-nov-2017. Additional information (30-nov-2017): a siemens technical applications specialist (tas) was dispatched to the customer's site. The customer requested a new sample for the patient. The sample was tested on multiple instruments, resulting non-reactive. The customer also performed a western blot assay resulting as undetermined. A siemens headquarter support center (hsc) specialist reviewed the event information. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The hsc determined sample contamination as potential cause of the event. The sample initially resulted non-reactive and a new sample drawn also resulted non-reactive. The cause of the discordant chiv result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant (B)(6) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the photocount printed circuit board and performed preventive maintenance. A siemens headquarter support center (hsc) specialist reviewed the event and concluded that a discordant non-reactive result could be caused by reagent non dispense, acid/base non dispense or missed sample. It is possible that either the photocounter (pcb) was defective or the issue was corrected as the result of performing the preventive maintenance. The original discordant result could not be reproduced on the original instrument. The cause of the discordant (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument and on alternate instruments, resulting (B)(6) . The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.